Event description:
On jan 4, 2010, the healthcare professional/pt, a physician, contacted lifescan (lfs) to report the one touch ultramini meter was giving inaccurately high readings while he was in another country. On jan 6, 2010, the sr. Medical surveillance specialist spoke with the pt to obtain and clarify info. In 2009, the pt obtained the reading of 290 mg/dl on the reported meter while he was on vacation. The pt's expected blood glucose readings at that time were 120 mg/dl to 140 mg/dl. Based on the elevated meter reading, the pt took a bolus of novolog insulin using his pump. Shortly afterwards, the pt began to experience the symptoms of disorientation, an inability to communicate and he was thrashing around on the sofa. While symptomatic, the pt obtained the add'l readings of 294 mg/dl and 303 mg/dl on the reported meter. The pt suspected his insulin pump may not have given the bolus dose, and so he took an add'l six units novolog insulin injection using a pen. The pt's wife treated him with juice, and he felt better afterwards; he did not seek emergency medical attention. The pt's wife purchased another meter, a one touch ultra meter. The pt obtained the blood glucose reading of 58 mg/dl on the new meter (the pt converted the readings from mmol/l to mg/dl unit of measure), and using the same test strips, obtained a reading of 330 mg/dl on the reported meter. The pt obtained further readings of 90 mg/dl and 95 mg/dl, using the new meter. The pt noted the test strips were in good condition and within expiration dating. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin injections based on elevated meter readings, and he received treatment with food to alleviate those symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.